Event description:
It was reported that the patient developed an infection and was experiencing inadequate stimulation. It was also noted that the implant site was seeping which was confirmed by the physician and that the site was blistered due to the positioning of the device at his belt line. The patient underwent an ipg and lead explant procedure and the explanted devices were not returned by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 7071414.